Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 490 mg/dl, 458 mg/dl, 525 mg/dl, 465 mg/dl, 151 mg/dl, 108 mg/dl, 134 mg/dl, 306 mg/dl, 363 mg/dl. Customer treated with insulin pump and manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor error alarm during testing. The motor was tested outside of the device and passed.